Event description:
Related manufacturer report number: 2017865-2023-50645during a remote follow-up, high defibrillation impedance was detected on the right ventricular (rv) lead. During a revision procedure, a visual inspection of the device found fluid inside and discoloration of the header. The rv lead was cleaned and connected to a new device. The electrical measurements were taken and found to be within an acceptable range. The device was explanted and replaced to resolve the event. The patient was stable.